Event description:
It was reported that the left ventricular lead dislodged one day after the generator was changed. The lead was unable to be repositioned. At the time of revision another left ventricular lead implant was attempted but not implanted due to unstable position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood/body fluid was found on all conductors (not obstructed). (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood/body fluid was noted on the distal conductor (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, cosmetic depression, and apparent explant damage.